Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient. The patient reported that they were not sure if the evaluation was going to work or not. The patient was getting a lot of urges to void but couldn¿t get to the point to go on their own. The patient noted that they felt they were emptying more based on catheter volumes. The patient was assisted with switching the lead and stated that they felt a relief from the stimulation on the left side. No further complications were reported or were expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.